Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted in the left ventricle (lv) but not used due to the guide wire being stuck inside the lead. The physician implanted and positioned the lead in a lateral cardiac vein but was unable to remove the guide wire. The guide wire had extended through the distal tip of the lead and into the target vein. The guide wire simply could not be pulled back out from within the lumen of the lead. The lead and stuck guide wire was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.